Manufacturer narrative:
Sample was not returned for investigation. Visual inspection was performed on the retention sample from the same lot. The retention sample passed inspection, showing no signs of failure. Production records were reviewed and no divinations could be found. According to received information patient was not affected by the incident. If device is received for investigation and investigation brings new information a follow-up report will be submitted.

Event description:
Customer reports that is was difficult to pass the ascope4 slim down a 37 fr dlt and when they tried to remove it a piece of the distal tip sheared off at the proximal end of the dlt. They were able to retrieve the piece and the patient was not affected by the incident.